Manufacturer narrative:
Correction to g2, health professional was inadvertently selected. Correction to d8, d8 was inadvertently not selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope tested positive for microbial contamination. The issue was found during an endoscopic culture test of the scope. The definitive bronchoscope model number of the device was unknown. In place of this unknown information, model number bf-p290 was used. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. It was unknown if the customer delayed the start of precleaning on the equipment after use. It was unknown if the customer used the suction pump to suck water from the forceps/suction channel. The customer dries the scope using an unspecified method. The customer stores the scope in an unspecified storage after reprocessing. It was confirmed that the storage conditions are at room temperature and was stated to have the same oxygen concentrations as ¿in the air.¿ all other reprocessing and cleaning methods were unknown. The infection control department advised the endoscope department management at the facility of instructions on the basics of sterilizing and how to manage the scopes. The department was further advised to perform a high-level disinfection of the scope if basic sterilization was not possible. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.